Manufacturer narrative:
Additional suspect medical device components involved in the event: 18987870 product family: linear st lead kit 70 cm upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch:5054243 additional suspect medical device components involved in the event: 18988041 product family: linear st lead kit 70 cm upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch:5031565.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: 18987870. Product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5054243. Additional suspect medical device components involved in the event: 18988041. Product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5031565.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information was received that the boston scientific spinal cord stimulation (scs) system was not explanted but were implanted in the patient. Patient had a non-boston scientific scs system that was explanted. The patient is doing well post operatively and the devices will not be returned as they were disposed per facility.